Event description:
Complainant alleged that during a routine shift check by a clinician the paddles caused the device to power up to 360 joules in defib mode, self selecting it's own energy level. Complainant indicated that there was no patient involvement in the reported malfunction.